Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 27/7/2/65 equalizer balloon catheter was advanced for post-dilatation of a non-bsc stent; however, the balloon ruptured during the first inflation. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.